Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Sc-1132, sn (B)(6). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent an ipg explant procedure.